Event description:
As reported by the user facility: it was reported that while priming the tubing a piece of hard plastic was found in the line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo and one (1) used sample were provided for evaluation. The photo and set were visually evaluated, and it was noted that the foreign matter described in the event description is noted as the flow restrictor and is intended to be present in this device as seen in the IFU and drawing. Based on the results of the sample evaluation, the reported defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. It should be noted that the sample and photographs provided do not match the product reported in the investigation. We investigated the process, and these two products are packed in different machines. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.